Event description:
An hv lumbar valve was explanted on (B)(6) 2012, due to signs of infection (unspecified). Patient demographics were not provided. After superficial cleaning the customer discovered some corrosion on the system. The valve was implanted in (B)(6) 2010.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.